Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion occurred. A versacross connect access solution was selected for a left atrial appendage (laa) closure procedure. At the end of the procedure, a pericardial effusion was noted and discussed at the end of the case. Both physicians decided that a pericardiocentesis should be performed to ensure no later complications. 120ml of red blood was drained. The patient was stable and was discharged on (B)(6) 2026. Multiple attempts were required to track up / drop down into position on septum before tsp was performed, also difficulty with imaging/visualizing the wire were noted. The device did not have any issue during the procedure. As per the physician opinion, the patient's heart was believed to be rotated.